Event description:
In review of an article, it was noted that a cognitively delayed vns patient who had their pulse generator placed in the subclavicular region needed their device removed secondary to abscess formation.

Manufacturer narrative:
Le, h, et al, intrascapular placement of a vagal nerve pulse generator for prevention of wound tampering. 2002;36:164-166.